Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped working. The device no longer inflated when pump was squeezed. A replacement surgery was performed in which the ipp was removed and replaced with a malleable device. No patient complications were reported.